Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: 8229708, UDI#: (B)(4) and 510k: k112686. No product analysis. The reported products are being shipped from (B)(6) to the us facility. If information is provided in the future, a supplemental report will be issued.

Event description:
The site physician (unknown) reported a fiber that was thought to be a nerve was stimulated, but there was no response. No patient impact or injury reported. The procedure was completed using the emg tube and probe.

Manufacturer narrative:
Analysis of one opened sample product number 8225490 from lot number [no information], has been completed. Evaluation indicated no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The stimulating plug / wire to tip showed continuity with a reading of 0.3 ohms. The probe was plugged into a nim system using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma and a waveform / tone over 300uv. There was no evidence of improper manufacturing, no malfunction found and no out of specification condition identified as it relates to the complaint. Analysis of one opened sample product number 8229708 from lot number 0212919339, has been completed. Evaluation indicated no damage or anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 10 ohms, red [w/white band] 14 ohms, blue 13 ohms, and blue [w/white band] 9 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. The red / white and green end to end ohms resistance shall be less than 2.5 ohms; the actual measurements were 2.0 ohms and 1.9 ohms respectively, which is in specification. There was no fault found, no evidence of improper manufacturing and no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.